Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline embolization failed to open at distal section. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the pipeline was unable to open distally. After multiple re-sheathing attempts was replaced. The pipeline was not positioned in a bend. The pipeline was used for an indication that is approved (on-label). The number of pipelines that had been deployed, whether they failed to open, required resheathing, additional steps, or other devices was unknown. The pipeline was resheathed and removed with the microcatheter from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, unknown guide catheter.